Manufacturer narrative:
The investigation found the customer was not using extra wash cycles needed for the assay. After implementing the extra wash cycles, samples results correlated and the issue appeared to be resolved. The investigation did not identify a product problem.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for three patient samples tested with crep2 creatinine plus ver.2 on a cobas integra 400 plus. The erroneous initial results were reported outside of the laboratory to the treating doctor. The first patient sample initially resulted with a crep value of 302.6 umol/l. The sample was repeated 11 times resulting with the following values: 49.1 umol/l, 47.9 umol/l, 47.6 umol/l, 48.8 umol/l, 48.3 umol/l, 48.0 umol/l, 47.9 umol/l, 47.1 umol/l, 47.3 umol/l, 47.7 umol/l, and 47.4 umol/l. The second sample, from a (B)(6) female patient, initially resulted with a crep value of 228.8 umol/l. The sample was repeated twice, resulting with values of 61.9 umol/l and 61.7 umol/l. The third patient sample, from a (B)(6) male patient, initially resulted with a crep value of 118.0 umol/l, repeating as 29.9 umol/l. No adverse events were alleged to have occurred with the patients. The crep reagent lot number was 35718401, with an expiration date of 30-apr-2019.